Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported the patient had a problem with where the implantable neurostimulator (ins) was implanted. The patient noted that it "kind of rubbed, kind of in a weird spot" and the patient had been dealing with the pain since she lost weight 2 years prior to this report. The patient noted that it was difficult where it was placed because she could charge, but it moved around too much. There was not a flat surface where they put it and there were not a lot of clothes the patient could wear because they were too tight and it rubbed and hurt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.